Manufacturer narrative:
There have been no design changes or modifications made to the device involved with the issue reported that may be related to the event. The service and repair record for the investigation of the returned device confirmed the facilities report that the heater was touching the filter which caused the burning smell from the plastic because a gasket was not placed between the filter and heater by the user facility. The user facility reported that they were unaware that when ordering replacement parts that they needed to order a gasket and filter for replacement parts for replacing the filter assembly. The operators manual (part #4533900gb, rev d july 2003) which was available when this unit was purchased by the user facility does provide a replacement part #(f3-5000) page 17 of the operators manual, see attached pdf file. This replacement part number when ordered contains both the filter and gasket components. It is unclear what the user facility requested when ordering the replacement part from smiths medical customer service dept. There have been no similar reports received in the complaints database. As reported by the user facility they were originally not aware that they needed to order both a filter and gasket for replacement parts; however the component part number for this replacement part consists of both the filter and gasket. It is unclear what the user facility requested when ordering the replacement part from smiths medical customer service dept. There have been no labeling changes made for this device involved with the issue reported that may be related to the event. There have been no processes that have changed for this device involved with the issue reported that may be related to the event. There are no changes that will need to be conveyed to current customers with the issue reported that may be related to the event.